Event description:
It was reported that there was a catheter issue. In (B)(6) 2013, the patient experienced increased spasticity and spasms in the arms and legs. The device was used to deliver baclofen at 1000 mcg/day. The managing physician, at that time, increased the patient's dose, with no effect. A dye study was attempted on (B)(6) 2013, but the physician was unable to aspirate any cerebral spinal fluid (csf) so therefore, was unable to proceed. The patient was subsequently referred to the implanting neurosurgeon for a revision. The patient status at the time of the report was reported as "no injury/no adverse event".

Event description:
It was later reported that there was good cerebral spinal fluid (csf) flow once in the pocket and the catheter did not need to be replaced. It was further clarified that an operating room procedure was performed on (B)(6) 2013. When the surgeon removed the pump from the pocket, the catheter access port (cap) was easily aspirated with several cc¿s of cerebral spinal fluid (csf). No leaks, tears, or occlusions were visible. Dye injected in the operating room did not show any issues. There were no revisions of the implantable devices. The patient continues to see the managing physician for dose titration and the plan was for programmed boluses to be trialed. The patient¿s current status was unknown. This device system reportedly delivered gablofen.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).